Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain and had difficulty charging the ipg as it started to flip. The patient underwent a revision procedure wherein the ipg was replaced and moved from the left side of the stomach area to the lower back. The patient was doing well postoperatively and the explanted device will not be returned as it was kept by the medical facility.